Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer noted the ise reference solution was contaminated; the customer cleaned the filter and purged the reagent. Afterward, the customer continued to have issues with na results. No specific data was provided. The field service engineer (fse) checked the rinse functionality, the cuvettes, and the lamp. The fse found broken cell rinse tubing; the tubing was replaced. The fse checked and adjusted the cuvette rinse height and pressure and the instrument was released for use. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 6000 c501 module. Patient 1 initial result was 399 mmol/l. The repeat result was 135 mmol/l. Patient 2 initial result was 188 mmol/l. The repeat result was 135 mmol/l. No questionable results were reported outside of the laboratory.